Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to procedural conditions (difficult imaging). The reported difficult imaging appears to be related to procedural conditions (shadowing caused by implanted clips). The reported tissue injury appears to be a cascading event of the tissue injury. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and anterior 1 (a1) and posterior 1 (p1) bi-leaflet prolapse for a mitraclip procedure. The first xtw clip, had minimal reduction in mr upon deployment. The device function as intended, leaflet insertion assessment was performed, and the clip was perpendicular to the line of coaptation. The physician suspected a partial detachment of posterior leaflet, which resulted in the clip not reducing mr. This could not be confirmed. The clip remained stable in fluoroscopy. A second xtw clip was successfully implanted lateral to first clip to reduced the mr. Third xt clip was implanted, medially to the first clip. The xt caused an anterior leaflet perforation. This was due to difficulty grasping and capturing from challenging imaging (shadowing from previous clips). The mr was grade 3+ due to the tissue damage. Surgery was consulted. The patient was denied for surgery. As intervention, the perforation was plugged with a non-abbott septal occluder. The mr was moderate (grade 2). To further reduce the mr, an amplatzer pfo occluder was used to plug the hole between the first and third clip. The mr was reduced to grade 1. There no issue with the amplatzer device. The patient was stable post-procedure.